Event description:
Info was received that this left ventricular (lv) lead was surgically abandoned during a device changeout procedure due to a pacing threshold issue. To date, no adverse pt effects were reported as a result of this procedure.